Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, during the first attempt to deliver therapy via pads, the device failed to discharge. Upon the second attempt to deliver therapy via paddles, the device failed to charge. Clinicians then switched from defib mode to monitor mode, then back to defib mode using paddles and the device then delivered the shock to the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.